Manufacturer narrative:
(B)(4). The opt942 interface is used to deliver humidified oxygen to patients. The opt942 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt942 optiflow adult nasal cannula was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints and our knowledge on the product. Result: visual inspection of the provided photograph revealed that the middle of the tube of the complaint cannula was pulled apart. The customer also reported that it was possible that the tubing was accidentally pulled or became caught in other equipment. Conclusion: the damage observed was most likely caused by pulling at the tube. However, without the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt942 optiflow adult nasal cannula would have met the required specification at the time of production. The user instructions also contain the following warnings/cautions: - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an opt942 optiflow adult nasal cannula broke during patient use. The customer noted that it was possible that the tubing was accidentally pulled or became caught in other equipment. There was no patient consequence.